Event description:
It was reported that the patient experienced port-site burns at an 8 mm cannula site associated with a da vinci procedure. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow up attempts.

Manufacturer narrative:
Based on the current information provided, the cause of the burn is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. System log reviews are unable to be performed due to insufficient procedural information.